Event description:
It was reported that in (B)(6) 2011 (the day before (B)(6)) the catheter failed. There was a kink in the catheter. The pump and catheter were replaced. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
.

Event description:
The catheter was kinked at the distal segment and was replaced on (B)(6) 2012, the patient was/is doing well.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported ¿in (B)(6) 2012 the line from the pump to the spine was kinked¿. The healthcare provider went to do a refill and found the pump had 20ml left in the reservoir but it should have been nothing. The patient stated he was sick for 18 days with sneezing, coughing, and their muscles "stretch out" so it hurts to walk. The patient was laying there suffering, puking their "brains out".

Manufacturer narrative:
(B)(4).